Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during initial drain. The hp stated she had four extension lines added to the patient line. The hp stated she was not sure if the line was fully primed. The technical service representative (tsr) assisted the hp to cycle power to clear alarm. The hp confirmed she would restart with new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated she hasn't had any more problems with alarms. The hp stated everything is fine with her therapy. The hp confirmed she uses 4 extension lines every night. No further information was provided.

Event description:
A customer contacted baxter's global technical service center to report while priming, the patient line overflows. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to unavailable sample. Based on the information obtained from baxter's investigation, the root cause was due to the patient did not properly priming the disposable set. The batch review was not performed because the lot number is unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).